Manufacturer narrative:
Device received with intermittent button response due to flattened esc, act, up and down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery or occlusion alarm noted. No motor error alarm noted. Motor passed motor test. No unexpected audio or vibrate alarm anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the act and up/down buttons of the insulin pump were hard to press. The insulin had insulin flow blocked alarms and the event was resolved by complete set change. The customer stated that the insulin pump had motor error alarm and the customer was able to clear alarm and was able to complete pump rewind. The customer also reported they were not able to hear anything when alarms. Performed self-test and the insulin pump did beep during the tone test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.